Event description:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1944) on 17-oct-2015. The most recent information was received on 27-dec-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic pain,"), genital haemorrhage ("bleeding") and autoimmune disorder ("autoimmune-like symptoms") in a (B)(6) female patient who had essure (batch no. 627307) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity (B)(6), gravida (B)(6) and cholecystectomy. Surgical pathology report: microscopic diagnosis: uterus, cervix, right and left fallopian tubes: proliferative phase endometrium. Adenomyosis. Chronic cervicitis. Benign fallopian tubes. Concurrent conditions included gallstones, abdominal pain, feelings of weakness, muscle ache, hypothyroidism, general body pain, pain in extremity, spinal pain, sores mouth, hypoglycemia, hypoglycemia, ataxia, sweaty, anemia, joint swelling, back pain, adenomyosis, chronic cervicitis and wound infection. Concomitant products included ibuprofen and tramadol. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced arthralgia ("pain in joints, I am a nurse, 'eveyday' struggle to get thru the day, feel like I have the flu"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (hysteroscopy d&c, total abdominal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, menorrhagia and dysmenorrhoea outcome was unknown and the arthralgia had not resolved. The reporter considered arthralgia, autoimmune disorder, dysmenorrhoea, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: bilateral fallopian tube occlusion status post essure procedure. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: arthralgia, menorrhagia, dysmenorrhea, pelvic pain. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed; therefore, a relationship to the reported medical events is excluded. The reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority, "nurse or nurse" is not possible. Most recent follow-up information incorporated above includes: on 27-dec-2018: pfs+mr received- new event pain, bleeding, autoimmune-like symptoms, menorrhagia, dysmenorrhea were added. Lot number, new reporters, patient information, concomitant drug, medical history and lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 17-oct-2015. The most recent information was received on 18-mar-2019. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic pain,"), genital haemorrhage ("bleeding") and autoimmune disorder ("autoimmune-like symptoms") in a 42-year-old female patient who had essure (batch no. 627307) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2, gravida ii and cholecystectomy. Surgical pathology report: microscopic diagnosis: uterus, cervix, right and left fallopian tubes: proliferative phase endometrium. Adenomyosis chronic cervicitis. Benign fallopian tubes. Concurrent conditions included gallstones, abdominal pain, feelings of weakness, muscle ache, hypothyroidism, general body pain, pain of extremities, spinal pain, sores mouth, hypoglycemia, hypoglycemia, ataxia, sweaty, anemia, joint swelling, back pain, adenomyosis, chronic cervicitis and wound infection. Concomitant products included ibuprofen and tramadol. On (B)(6) 2009, the patient had essure inserted. In (B)(6) , the patient experienced arthralgia ("pain in joints, I am a nurse, eveyday struggle to get thru the day, feel like I have the flu"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (hysteroscopy d&c, total abdominal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, menorrhagia and dysmenorrhoea outcome was unknown and the arthralgia had not resolved. The reporter considered arthralgia, autoimmune disorder, dysmenorrhoea, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: bilateral fallopian tube occlusion status post essure procedure. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: arthralgia, menorrhagia, dysmenorrhea, pelvic pain, quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, nurse or nurse is not possible. Most recent follow-up information incorporated above includes: on 18-mar-2019: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.